Event description:
In 2003, the pt reportedly experienced a sound percept problem followed by pain at the implant site. The pt exchanged external equipment. However, the pt reportedly was not able to hear. 3 days later, the pt was seen at the center for device eval. Testing performed by a company representative confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another clarion device.